Manufacturer narrative:
Product analysis:analysis was unable to confirm the customer comment of signal overlays ,all continuity tests were okay and there was correct resistance between pins 3 and 5 and no intermittent or shorted connections were found. It was noted, however that the cable was contaminated with blood. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the signal of the ventricular channel overlayed the atrial channel while using the analyzer cable. The cable is expected to be returned to service. No patient complications have been reported as a result of this event.